Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('removal of right essure implant by surgery') and leiomyoma ('myoma') in a (B)(6)-year-old female patient who had essure (batch no. A72334) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, peritonitis, appendix disorder, fibroma nos and multiple sclerosis. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient was found to have weight increased ("weight gain") and experienced arthralgia ("joint pain"). On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and was found to have leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, leiomyoma, weight increased and arthralgia outcome was unknown. The reporter considered arthralgia, leiomyoma, medical device removal and weight increased to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 31-jul-2019 for the following meddra preferred term: medical device removal analysis in the global safety database revealed 1488 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('removal of right essure implant by surgery') and leiomyoma ('myoma nos') in a 48-year-old female patient who had essure (batch no. A72334) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, peritonitis, appendix disorder, fibroma nos and multiple sclerosis. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient was found to have weight increased ("weight gain") and experienced arthralgia ("joint pain"). On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and was found to have leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, leiomyoma, weight increased and arthralgia outcome was unknown. The reporter considered arthralgia, leiomyoma, medical device removal and weight increased to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-aug-2019 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 1502 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: quality safety evaluation of ptc. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.